Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3b endoleak. The event is most likely device related due to the use of strata material. Procedure related harms for this event could not be determined. The final patient status was not reported. The index procedure was outside the indications of use (off- label) due to anatomical dimensions outside the instructions for use (IFU) and concomitant use with a non-endologix stent in the right iliac, which may have contributed to or caused the report event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
Additional information: clinical assessment identified the index procedure was outside the indications of use (off- label) due to anatomical dimensions outside the instructions for use (IFU) and concomitant use with a non-endologix stent in the right iliac.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a type iiib endoleak was detected by CT (computerized tomography) during routine follow-up on an unknown date. The patient is reportedly in stable condition and the physician plans to re-intervene. As of date, there have been no additional patient sequelae reported.